Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable pacing lead (ipl), the patient experienced chest pain and presented to healthcare facility. Diagnostic testing/troubleshooting performed, and it was confirmed that the screw-in lead tip was extended from the right auricle. A ipl perforation was suspected. Ipl perforation could not be identified from computerized axial tomography (CT scan) and ultrasound showed pericardial effusion. The pericardial fluid was removed, and the patient placed under observation. The ipl remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.